Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the high thresholds resulted in premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and high threshold on the leadless implantable pulse generator (ipg). The device remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No patient complications have been reported as a result of this event.